Event description:
The user facility reported a 41-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. During insertion of the impella cp the physician decided that the patient's anatomy may not be able to handle the device and decided to implant a balloon pump instead. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the vasculature due to patient's anatomy. This report is being filed as part of a retrospective review of historical records.